Manufacturer narrative:
Citation: schweiger m et al. Management of complications in long-term lvad support. International journal of artificial organs. 2013; 36(6):444-446. Doi: 10.5301/ijao.5000212. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a medical history of a left ventricular assist device (lvad) implanted 2.5 years prior, hemolysis, partial occlusion, thrombosis, and severe aortic regurgitation who underwent implant of a medtronic hancock ii bioprosthetic valve. No serial numbers were provided. During the implant of the hancock ii, the lvad was explanted and replaced. One attempt to end cardiopulmonary bypass (cpb) failed due to right ventricular failure, which was corrected with a right ventricular assist device (rvad). Severe bleeding led to secondary chest closure a few days later. No additional adverse patient effects or product performance issues were reported.